Event description:
Two devices (cev669b <(>&<)> cev636-1a) were returned to mxi for service <(>&<)> repair. There was no reported patient impact.

Manufacturer narrative:
Concomitant products: cev636-1a (lot # 120704) - manufacturing date: july 2012. (B)(4). Two devices were returned to mxi for evaluation. Evaluation results are below. Analysis for device (handle cev669b dia 5mm ang bipolar) indicated that the black plastic at the connection level piece is burnt. The burnt plastic is probably the consequence of the formation of an electric arc due to the presence of humidity (blood/tissues/cable not dried) in the connection zone. The electrode tube on the device (bipolar insert cev636-1a 350mm gayet) presents a crack and a blister. The formation of a blister is due to the pressure of the glue on a pre-existing crack on the tube during sterilization cycles. The tube is bent and the tip at the connection level is un-welded. The damage (bent <(>&<)> un-welded tip) is most likely caused by excessive constraint applied on the device. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).